Manufacturer narrative:
After a software upgrade a accuracy test was performed and successfully passed. Failure consistent with liquid penetration of the lg, lg replaced. There were no consequences to the pt.